Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of up to 280 mg/dl. The customer chose not to address bg levels at the time of call. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.